Manufacturer narrative:
Attempts were made to obtain complete patient and event information. Additional information was requested but not received.

Event description:
It was reported that the patient had an ipg replacement for an unknown reason. There is no additional information at this time.

Manufacturer narrative:
Correction section h6 - health effect clinical code was updated to reflect normal end of life.. Correction section h6 - health effect impact code was updated to reflect normal end of life. Correction section h6 - medical device problem code was updated to reflect normal end of life the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received that the ipg functioned as intended and was replaced due to normal end of life.